Event description:
The customer reported that the discharge button on the paddle set was broken. There was no report of pt impact.

Manufacturer narrative:
(B)(4). The fse reported having confirmed that the paddle set was broken and having resolved the issue by replacing the paddle set. We will consider this to have been a paddle set failure. The cause of the breakage could not be determined.